Event description:
Information received indicates that upon opening the valve jar, one cusp appeared stiffer than the other two. It was tested with saline, the valve was implanted. The cusp did not appear to close properly but the customer felt that with pressure it would close. After closing the aorta, the customer heard a strong trill and an echo was done which noted a large central regurgitation. They replaced the valve successfully with mechanical valve, with no patient complications reported.

Manufacturer narrative:
Analysis: based testing, the valve performs as expected. Analysis shows that the valve leaflets open and close fully as expected, and appear to have good coaptation consistent with the hydrodynamic data. Test results show higher than expected gradients as compared to the clinical control group. This may be attributed to contact with blood and/or the decontamination process. The leaflets are flexible and intact. Conclusion: based on the returned product analysis, there was no failure detected and the device performed within specifications. We are unable to determine an exact cause for the event. There was no reported complication to the patient.